Event description:
It was reported that when the kit was opened, the retainer of statlock detached from the pad. There was no reported patient involvement.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock with a foam pad and adjustable posts was returned for evaluation. An initial visual observation showed the retainer of the device was completely detached from the pad. No fragments of the foam pad were observed to be stuck to the bottom of the detached retainer. An indentation of the retainer was observed in the foam pad. A microscopic observation revealed a small amount of adhesive on the upper side of the bottom of the retainer. The lack of evidence of adhesive on the underside of the retainer suggests an insufficient amount of adhesive was applied to the retainer during manufacturing. A lot history review (lhr) of jucwf319 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jucwf319 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the kit was opened, the retainer of statlock detached from the pad. There was no reported patient involvement.